Event description:
It was reported in a journal article that 52 patients with osteoporosis vertebral compression fractures occurring at thoracolumbar junction (t12-l2) were enrolled in a study. All patients were randomly classified into two groups; group I was treated with a unilateral approach (n=24) and group ii with a bilateral approach (n=28). Mean age was 66.8 years (57-80) in group I and 68.9 years (57-83) in group ii. Only three patients were male (two in group I and one in group ii). Balloon kyphoplasty was performed in both groups within 2 months after injury. The minimum follow up period was 12 months and mean follow up was 17.8 months (12-24) in group I and 16.6 months (13-27) in group ii. The average amount of pmma introduced was 3.44 ml (2.8-4.1) in group I and 6.43 ml in group ii. It was reported in the article that ¿there were two complications of pmma leakage with the spinal canal only in group I, but they did not cause any neurological deficit.¿ it was suspected that ¿the effort of placing the bone tamp more centrally within the vertebral body violated the medial wall of the pedicle and pmma was introduced into the spinal canal through this breakage¿.

Manufacturer narrative:
Literature citation : hyung jin chung; kook jin chung; hoi soo yoon; in hyup kwon. "Comparative study of balloon kyphoplasty with unilateral versus bilateral approach in osteoporotic vertebral compression fractures". International orthopaedics (sicot) (2008) 32:817- 820.. Mean age was 66.8 years (57-80) in group I.. Two men; 22 women in group I. (B)(6). (B)(4).